Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support for assistance setting up an ilet replacement and disclosed a blood glucose value of 600 mg/dl while also reporting use of a manual insulin injection, after which the agent completed setup and provided education on expected blood glucose regulation with the ilet. Symptoms included sleepiness and being distress associated with hyperglycemia. Outcomes included no hospitalization, no alarms, and completion of troubleshooting and education. Investigation included customer care review of use conditions and reinforcement of guidance regarding manual insulin dosing while using the ilet. Investigation of this case revealed no device malfunction, no alerts or alarms, and no need to revert to alternative therapy after shutdown, with user education provided on therapy expectations. It was concluded, based on previously established findings for similar reports, that the event was user-related and associated with therapy management rather than a device failure.